Event description:
Several linear fibers were noted within the pre-loaded dcb00 model cartridge and were injected into the anterior chamber along with the intraocular lens (iol). The doctor was able to retrieve the fibers using a 27 gauge cannula. The following are all unknowns: daily activities significantly affected, incision enlargement, suture(s), vitrectomy, medication prescribed (outside of standard care), if medical attention was required, and patient status post procedure. The suspect iol is not available for return as it remains implanted in the patient¿s ocular dexter (right eye). No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section a-4 patient weight: : unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted in the patient¿s ocular dexter (right eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.